Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the shaft fractured. The lesion being treated was an 80% stenosed circumflex (cx) lesion. The lesion was predilated with a 1.5 mm x 20 mm balloon (type unknown). The physician then selected a taxus express2 8.8% 2.5 mm x 24 mm stent. When the taxus stent was being introduced into the guide catheter a kink in the catheter shaft was noticed. The physician felt resistance with the whole system trying to advance through the guide catheter. When the physician tried to pull the system out of the guide catheter, the proximal shaft had fractured. The system was completely removed from the pt without incident. The pt did not suffer any injuries. The procedure was completed by using another taxus express2 8.8% 2.5 mm x 24 mm stent. The status of the pt is listed as satisfactory.